Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s programmer was not working and they did not know what happened to it. The patient changed the batteries 3 times but it did not work. The programmer only beeps and would not register. The patient confirmed the poor communication screen with and without the antenna. Troubleshooting did not resolve the issue and the patient was sent a new programmer. The patient called back after receiving the replacement programmer but the new programmer was not working either, it kept beeping at them and showing the sync now screen. The patient stated they had not received a replacement antenna. The patient could not troubleshoot as they did not have access to the programmer. The patient also reported they had an accident the other day and reported a couple of falls that were noted to be caused by their right leg being out. The patient called back reiterating they had received a new programmer but they were still not able to connect to the implant. The patient stated they were seeing a clock on the screen, which was confirmed to be an hourglass. The patient stated the hourglass screen does not change to the poor communication screen of main therapy screen. The patient stated that both the old and the replacement show this screen but they weren¿t sure which was the replacement. The patient was redirected to their healthcare provider to have the implant interrogated since the programmer had been replaced already. The patient stated they had fallen previously and wondered if there was a wire loose in their system. The patient confirmed they do not know their current healthcare provider¿s information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.